Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this pacemaker was explanted due to an unknown reason with less than a year of use. Evidence is suggestive of a product malfunction, at this time we are unable to confirm therapy impact. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was explanted due to an infection with less than a year of use. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed mechanical and electrical tests and is functioning normally.

Event description:
It was reported that this pacemaker was explanted due to an infection with less than a year of use. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.